Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. The pump passed the stop current and run current tests. Unable to perform the self test, off no power, unexpected restart, displacement, prime, occlusion and no delivery alarm tests due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a motor error alarm during rewind. Customer's blood glucose was unknown. Insulin pump will be replaced.